Event description:
It was reported that the patient underwent an explant procedure due to device not functioning well.

Manufacturer narrative:
Event date: exact date unknown, event occurred two months ago from the date the manufacturer was made aware.